Event description:
On (B)(6) 2023 during follow-up for a reported m01-19 system error alarm (occurred (B)(6) 2023), the point-of-contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported the patient was hospitalized and is undergoing hemodialysis (hd) for missed pd treatments while awaiting a replacement cycler. Subsequent attempts to obtain additional information have proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of hospitalization and the temporary transition to hd for rrt. The patient¿s poc reported the patient was hospitalized to undergo hd for missed ccpd therapy. However, it is unknown why the patient missed pd therapy, as the poc reported the patient had 3 days of continuous ambulatory pd (capd) or manual supplies on hand. It should be noted that an inability to obtain follow-up information precluded a more comprehensive investigation. Based on the limited information available, the liberty select cycler can be disassociated from the serious adverse events. Despite the poc¿s allegation of a liberty select cycler malfunction (m01-19 power fail alarm), there is no documentation as to why the patient required hospitalization for hd therapy. Furthermore, there is no documentation that the patient received a replacement liberty select cycler, nor were any further calls made to fresenius related to liberty select cycler issues.

Event description:
On (B)(6) 2023 during follow-up for a reported m01-19 system error alarm (occurred (B)(6) 2023), the point-of-contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported the patient was hospitalized and is undergoing hemodialysis (hd) for missed pd treatments while awaiting a replacement cycler. Subsequent attempts to obtain additional information have proven unsuccessful.